Manufacturer narrative:
Further investigation into this event revealed the event is not reportable. Medwatch # 3007284313-2015-00014 is being retracted.

Event description:
On (B)(6) 2015, a patient underwent an endovascular procedure. A gore® dryseal sheath was advanced over a lunderquist guidewire. The hemostasis valve was inflated with 1.5 cc initially, but it did not remain inflated and there was leakage around the valve. The pressure in the valve was increased to a volume of 2cc, but the valve did not function. The sheath was removed and exchanged with another sheath, but during this process the patient experienced a blood loss of approximately 1 liter. The patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® dryseal sheath instructions for use, adverse events that may occur and /or require intervention include, but are not limited to blood loss. Additional device and patient information was requested, but no additional information is available.